Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not running due to a hardware error. The field service engineer (fse) found the station was powered up and at the windows desktop. The fse cycled the power, and the station started normally. A missing bolt from the scanner stalk was discovered near the power supply outputs and was reattached. The fse verified that the application was running. During preventative maintenance, the fse also replaced the keyboard cover and completed a visual inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware failed and user was unable to pull medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.